Event description:
It was reported the patient could not move her left leg after being implanted. As a result, the physician explanted the patient's scs system. Post-op, the physician performed a MRI which identified a spinal infarction at a unknown level. In turn, the patient has regained full function of her left leg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.